Manufacturer narrative:
Date of submission 11-apr-2018 device evaluation: the device has been returned and evaluated by product analysis on 03-apr-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple unexplained pump reboot events. The threads of the battery compartment and battery cap were found to be stripped. During testing, the pump was found to intermittently power on with the returned battery cap. The returned battery cap was difficult to remove from the pump. A test battery cap was used and able to maintain an electrical connection for testing. The test battery cap was unable to fully tighten to the pump. The pump successfully completed the 24 hour duration test using the test battery cap without any power or reset issues. The pump cover was removed and there was no evidence of moisture or damage to the internal components.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery cap was unable to be removed from the battery pump, the yellow o-ring of the battery cap was visible, and that the pump experienced no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.